Event description:
It was reported that during the implant procedure, the right atrial lead exhibited high capture thresholds at multiple sites. The lead was not used and a new lead was implanted. No patient condition was reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.